Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient's stimulation cut in and out like it was losing connection every once in a while. Patient stated stimulator was to a point that when it did cut back in, he felt burning and it hurt so he could not use stimulator because he could not tolerate it anymore. No further complications were reported/anticipated.